Event description:
It was reported that patients spinal cord stimulator lead had migrated and had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that the patient was doing well, and the explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated and had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure.